Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy electrodes. It was reported that the patient's dermatologist believed that the irritation was from a nickel allergy. The patient 's physician recommended the use of a cortisone cream. Follow-up indicated that the irritation was healing.